Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level ranged from 270-397 mg/dl. The customer changed the infusion set and cartridge multiple times to address the occlusion prior to the report with tandem technical support, therefore, troubleshooting could not be performed to identify a root cause.